Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the customer repaired the device in house; however, the customer did not provide any details on what repairs were performed. The km responder reported that the device was returned to service. Insufficient information was available to determine the resolution of the event. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal: (B)(6).

Event description:
Philips received a complaint from the technician, reporting that the v60 ventilator's tidal volume was too low. There was no patient involvement when the issue occurred. No patient or user harm reported. The technician reported that the tidal volume test failed, and that the tidal volume was too low. This investigation is ongoing.